Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software did not suspend insulin delivery. The customer's blood glucose (bg) level subsequently decreased to 44 mg/dl. Customer consumed carbohydrates and glucose tablets to initially address bg and paramedics provided assistance by transporting the customer to the emergency room (ER). The customer was admitted to the ER and treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.